Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical, inc. (Isi) medical safety officer reviewed the event information and provided the following assessment: the patient in this report had a posterior inferior cerebellar artery (pica) infarction nearly two weeks following a gynecological robotic procedure. There is no allegation of any issues with the robotic equipment or procedure. Based on the information in the summary of events, there is no relationship between this event and the procedure or robotic equipment.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted supracervical hysterectomy with cervicocolposacropexy and bilateral salpingectomy surgical procedure and was discharged three days later. Ten days after discharge, the patient experienced a posterior inferior cerebellar artery (pica) infarction that resulted with re-hospitalization. The patient was medically treated (unknown medication) and the complication was deemed resolved four days after re-admission. The patient was discharged the same day. There was no report of a da vinci device malfunction. The study investigator classified the event as a severe and a clavien-dindo grade ii and reported that the event was not related to the study procedure, the patient's underlying disease status or the investigational device.